Manufacturer narrative:
The reported event could be confirmed, although the product was not returned for evaluation, but a picture was shared by the customer. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on the past complaint history the probable root cause of the event would be handling failure and mechanical over stressing. It cannot be excluded that since the device has been long in use (manufactured in 2008), the structural integrity of the device would have certainly weakened due to frequent usage & multiple sterilization cycles which in turn compromised the overall strength of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during gamma3 removal surgery, the tip of the lag screw driver broke when the surgeon was trying to remove the lag screw. The fragment was not remained to the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported that during gamma3 removal surgery, the tip of the lag screw driver broke when the surgeon was trying to remove the lag screw. The fragment was not remained to the patient.